Event description:
The lead was implanted at the apex. Thirty six days later, a thoracic pain with pericardial effusion occurred. The patient received inappropriate therapy.

Manufacturer narrative:
No medwatch form was received the initial MDR was reported via the summary report on 5/31/2005. This report covers information that was not provided at that time;